Event description:
Dealer stated that the caster wheel on a (B)(4) hydraulic lift broke off causing the end user to fall out of the sling, sustaining an injury to her back. Medical intervention is unknown at this time.